Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
It was determined that the event of connective tissue disorders is deemed to be not device related (ndr) and therefore not reportable to the FDA. This record will be unreported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of connective tissue disorders is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: connective tissue disorders.

Event description:
Patient reported "calcification", "deformed", "removal from textured to smooth due to the concerns of the product", "arthritis, connective tissue disease, and neurological difficulties". This record is for the left side. The device remains implanted.